Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to report, on (B)(6) the device was non-functional during infusion attempts through the system. The system was surgically explanted on (B)(6) 2012 and a new system was implanted. No permanent adverse effects reported.

Manufacturer narrative:
Reporter has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.